Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device loop was broken, and the same event occurred repeatedly during the same surgery. The procedure was completed with another device. The surgical time was extended by less than 30 min. The patient was alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the sample noted two sutures and two needles. The products were received with the loops open. It was observed, under magnification, that each loop appeared to have split under tension. Upon microscopic inspection, evidence of material transfer was found at the weld site of each loop. As no sealed products were returned, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.